Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a bilateral indirect inguinal hernia repair with mesh. He had revision surgery 10 months post-surgery. The patient experienced surgical revision, recurrence.